Manufacturer narrative:
(B)(4): product evaluation: no evaluation available, device not returned; it was discarded by user facility. (B)(4): upon follow-up there was an additional report of the following: "the surgeon had a headache from the sevoflurane leak."

Event description:
It was reported that during set up for a thyroidectomy the cuff on the first tube did not inflate. It was not used on the patient. The cuff on the second tube burst in the middle of the case and the patient had to be reintubated. The patient¿s outcome is good, no impact. The facility discarded the devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.